Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission showed non sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were recommended. The patient condition was fine and was not affected in any way.